Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the distal conductor was stretched, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead exhibited high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.